Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cassette leakage occurred before a procedure. The cassette was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The unused sample was visually inspected and obvious defects were observed. A console representing the current software version was used to test the sample. The sample was inserted into the console and generated system message code (smc) 3202; the smc is indicative of a failed pressure test in the cassette consistent with a potential leak. Full functional testing could not be performed on the sample. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. A cassette leakage test was performed utilizing an external pressure source and the leak was isolated to a small area between the infusion chamber and cassette pinch plate. In-process controls are established to prevent reoccurrence of this issue. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The source of the customer's complaint is due to a leak between the infusion chamber and pinch plate. This issue is consistent with an inadequate weld between the two components which will cause the cassette to fail during console setup and result in the customer's experience. The root cause of the leak is related to a weld error between the infusion chamber and cassette pinch plate. It¿s important to note that customer handling combined with the shipping and transportation processes cannot be entirely ruled out as a cause for this issue. No action will be taken for this occurrence. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met to mitigate reoccurrence of this complaint issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).